Event description:
Trinity revision of the ecima liner after approximately 2 years and 3 months due to dislocation of the liner. A non-corin head was also revised. Please note: this is the 2nd revision for this patient. The patient had a 1st revision (on an unknown date for an unknown reason), the 1st revision is reported under 9614209-2022-00016.

Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes, patient information, patient medical history, what the patient was doing at the time of the dislocation, whether the patient followed correct post-op protocol and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Manufacturer narrative:
Per (B)(4) final report. Additional information, including post primary and pre revision x-rays, operative notes, patient information, patient medical history, what the patient was doing at the time of the dislocation, whether the patient followed correct post-op protocol and an update on the patient post revision was requested in order to progress with the investigation of this event, however, not all information was provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. The explanted liner was returned and reviewed, signs of wear were observed but the examination of the device could not determine the root cause of the event. Based on the available information no further investigation can be conducted and thus this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ecima liner after approximately 2 years and 3 months due to dislocation of the liner. A non-corin head was also revised. Please note: this is the 2nd revision for this patient. The patient had a 1st revision (on an unknown date for an unknown reason), the 1st revision is reported under 9614209-2022-00016.